Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient experienced a heating sensation to her ipg site when the stimulation was on. The device was explanted and replaced on (B)(6) 2010. The device will be returned to the manufacturer for evaluation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.